Event description:
I have had two guardian 4 sensors with huge differences in what the sensor glucose shows and my finger stick. I did not keep track of the /first one. This one has had many big differences, the last two I have tracked. At 11:35 am on (B)(6) 2025 my sensor was showing a glucose of "below 50" and suspended my insulin due to this. This is after I took smart guard off due to the inaccuracies and it gives me the wrong insulin. Earlier, with smart guard on at 10:37 am my sensor glucose was showing as 52 while my finger stick showed as 128. I have photographic evidence of the pump against the glucose meter if needed. Please note the photo taken of the 10:37 glucose meter blood sugar and sensor sugar were not taken timely. The graph will show the incorrect blood sugar, and the glucose meter is showing from my logbook memory on the machine. This sensor was placed on the back of my right arm on (B)(6) 2025 about 7 pm. It has not yet been accurate within the 20% variability allowed. Ref number of the current sensor is mmt-7040b lot number hg8wyv8. Pt code: 4582. Device codes: 1535, 2954. Reference report: mw5177099.